Event description:
It was reported that the compressor could went into unintentionally standby mode. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor could went into unintentionally standby mode, the onsite investigation performed by the field service engineer (fse) concluded that the compressor's standby valve was defective and have been replaced. After replacement, the compressor passed all performance and safety tests according to factory specifications. Device was cleared for clinical use. The replaced part was not returned for investigation. The root cause for the reported problem could not be determined.